Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure.   There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead.   Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv).  Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices.  Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus.  Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury.  At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the information provided, the exact cause for the annular rupture, ventricular perforation and subsequent death is unknown but may be related to patient factors (calcification) or procedural factors (manipulation of devices).    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), during the transfemoral tavr procedure, post deployment of a 23mm sapien xt valve, the patient sustained a ventricular perforation/annular rupture and subsequently expired.     The valve was successfully implanted without issues, however, the patient¿s blood pressure decreased after valve implantation.  Coronary angiography suggested a cardiac arrest and contrast extravasation was seen in the heart cavity.  Extracorporeal circulation was connected through the femoral vein.  A thoracotomy was done showing a rupture of the left ventricle and a large amount of fresh blood causing a pericardial effusion.  Also a fresh hematoma sized 3x8 cm was noted in the posterior wall of the left ventricle, involving regions dominated by the ¿cyclotron branch¿.  A rupture sized about 0.5x0.5 cm was seen.  ¿the left ventricular myocardial mass was poor.¿  the hematoma and rupture were repaired followed by rewarming and opening aao.  However, the patient had weak cardiac recovery and there was a new rupture with bleeding at the outer edge of the repaired ventricle, which could not be repaired anymore.  Cpb could not be removed and after explaining to the family the patient conditions, rescue efforts were no longer performed and the patient expired.

Manufacturer narrative:
Additional information obtained clarified that the injury previously reported in this MDR report number 2015691-2018-02552 against the novaflex + delivery system was previously reported under manufacturer report number 2015691-2018-02137. As such this MDR was reported in error and a corrected supplemental report is being submitted.